Manufacturer narrative:
This report is submitted on july 15, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal and subsequently underwent revision surgery on (B)(6) 2022, to reposition the device. It was reported that there were 17 open circuits on the electrode array and the device was explanted (date not reported). The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 19, 2022.